Event description:
The customer reported tracing issues-showing 0 on artifacts after replacing cables, and the screen goes blank. Device needs to be powered off and back on to get it to work.

Manufacturer narrative:
(B)(4). The customer reported tracing issues-showing 0 on artifacts after replacing cables, and the screen goes blank. Device needs to be powered off and back on to get it to work. A philips field service engineer reported having evaluated the device. The symptom was clarified as a failure to power up. Replacing the battery resolved the issue.